Event description:
The customer reported the system would not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the system interface and image processor boards, and the backplane. System operates as intended. (B) (4).